Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit" error message was confirmed. Product failed functional testing with a short circuit error. Cause of errors is shorted electronic components on the main digital pcb. Product passed functional testing with a known good main pcb installed. Potential factors of the electrical damage to components on the main pcb include plugging in a wet or shorted out hand-piece. The complaint investigation has concluded that the cause of short circuit is shorted electronic components on the main pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device presented a short circuit. No case involved.